Manufacturer narrative:
Event site name: (B)(6).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) showed maintenance required code #5 (helium pressure transducer out of calibration). No patient involvement was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse identified the fault in the logs and calibrated the helium tank transducer, which rectified the fault. The fse returned the unit to service in good working condition. The product passed all functional and safety tests in accordance with manufacturer specifications.